Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the sensor had a failure. It was indicated that the o2 sensor was reporting normal o2 sat on monitor, but (abg) arterial blood gas showed hypoxemia. The o2 sensor was changed then the o2 sat reflected abg result. It was indicated that they compared readings for sensor with arterial blood gas and then swapped sensor to isolate to the sensor being the problem. The patient experienced hypoxemia.